Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management weekly trend data shows average threshold of 1.5v or less through week of (B)(6) 2015, then begins to vary with measurements of greater than 2.5v starting week of (B)(6) 2015. Atrial pace impedance steady at approximately 700 ohms through week of (B)(6) 2015, then begins to vary and rises out of range (greater than 4000 ohms) starting (B)(6) 2015. Impedance measurements of greater than 9 ,999 ohms by week of (B)(6) 2015. (B)(4).

Event description:
It was reported that the impedance and threshold suddenly increased above the measurable limits for the atrial lead. There were high frequency episodes recorded which indicated lead fracture. The device was reprogrammed to turn the atrial lead off. The lead will be revised when the device reaches elective replacement indicator (eri). No patient complications have been reported as a result of this event.